Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is between (B)(6) 2022 and a month ago or so before (B)(6) 2023. If explanted, give date: unknown/not provided. Complaint reporter email address: unknown/not provided. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye for unknown reason. The iol is not returning for evaluation. No other information was provided.